Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 and fluid inside the light guide lens. A definitive root cause could not be identified. Based on the investigation it is probable that the malfunctions occurred from component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that when the gastrointestinal videoscope was plugged in, it does not have picture, it was tried on more than one processor and says scope communication error. The issue occurred before sedation for an esophagogastroduodenoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.